Event description:
Baxter product sueveillance received a report from the home pt's nurse that a transfer set had seperated from a home pt's titanium catheter adaptor. Pt had transfer set fall from the titanium adaptor on 03/17/2006. After the incident the pt reconnected and tightened the transfer set to the titanium adaptor, and did contact the clinic or nurse. The home pt has been retrained regarding the dangers of this practice in 03/2006, the home pt contacted clinic complaining of stomach pains, nausea, fever and cloudy dialysate. In 03/2006, culture grew. Coag. Negative staphylococcis sp. 03/2006, white blood cell count (wbc) count was 10350; red blood cell count was 100 (23% monocytes, 77%polycytes). There was no exit site infection, and the only break in aseptic technique was described above. The home pt was given vancomycin, 2g intraperitineal (ip), every 5 days and gentamycin, 60 mg ip, everyday from 03/2006 to 04/2006. The home pt is now receiving vancomycin, 1.5g ip, every 7 days. The home pt was not hospitalized and is currently doing well.